Event description:
On (B)(6) 2013: while placing the zenith flex graft during an evar procedure, on a (B)(6) old male pt with an abdominal aneurysm, the graft was placed too high. Because the graft covered a renal, dr. Had to pull down the graft. After placement, I was noted that the aneurysm was still growing. The pt was opened up, and while opening the aneurysm sack, the dor saw that there were holes in the main body. Through this holes blood was pouring out. There was the reason of the endoleak. The suprarenal stent and first sealing stent remain in the pt. The pt required additional procedures due to this occurrence: explant procedure, and surgical graft surgery.

Manufacturer narrative:
Pt code and device code: endoleaks and explant are labeled in the IFU. Event eval: still under investigation.